Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and lost lumbar laminectomy syndrome. It was reported that the patient had problems healing when the device was implanted. It was clarified that the patient developed an infection in their back. The patient did not know what steps were taken to resolve the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.